Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 10 out of 11 reports that are being submitted as initial individual mdrs. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled. The lens was cleaned, and haptic damage was also observed, which may have occurred during handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens cosmetic issues (scratch) could not be confirmed, and no further product evaluation could be performed. ¿dc-device partially delivered¿ could not be confirmed, because the lens was returned without/outside a cartridge. No product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that, when inserting intraocular lens (iol) into the patient¿s ocular sinister (left eye) the lens was scratched and there was patient contact. Through follow-up, additional information was received confirming no unplanned incision enlargement, no serious patient injury, no unplanned suture(s) and no unplanned vitrectomy. The procedure was completed successfully using a backup lens with the same model and diopter size. No further information was provided.